Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (cannot complete testing) was confirmed. As received, the monitor failed testing and displayed service code 105 and service code 102. Upon evaluation, the q12 and q13 insulated-gate bipolar transistors (igbts) and r45 resistor had shorted and there was contamination on the j1002 connector. The cause of the inability to complete testing is the shorted components and contamination. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor indicating that it could not complete testing.